Event description:
A patient reported experiencing inaccurate erratic results with an otbe meter. The patient's blood glucose results were 60 mg/dl, 206 mg/dl. Tests were done within 15 minutes with a difference of 97%. Patient did not experience any adverse events. No further information has been reported.